Event description:
It was reported that the right ventricular (rv) lead integrity alert due to 2 high rate nonsustained episodes and 196 short interval counts (sic) for the previous eight months. The high rate episodes are clearly non-physiologic. The oversensing cannot be recreated with isometric maneuvers or pocket manipulation. The physician was notified and has yet to make a recommendation. Until then, the rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient's physician stated that the patient's ejection fraction (ef) has recovered and the patient no longer needs an implantable cardioverter defibrillator (ICD). The patient's device was removed and the rv lead was cut and capped. There are no plans to replace the device or lead at this time. There were no adverse outcomes from the procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).